Event description:
Per provider unit alarming with low o2. Indication is that sieve bed filters (bottom) are not seatedproperly allowing sieve material to become pulverized and bypass filter. Sievedust is migrating into the manifold valve and muffler. (B)(4)